Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported the therapy was initially doing well, until friday night, there was a sudden change in therapy. The patient stated that they started getting up every hour to go to the bathroom and the following morning they were voiding every 15-30 minutes. The patient stated the day prior they were going every hour or so and soaking up pads. Patient stated then all of a sudden, at 10 the night prior, they felt a difference in stimulation and it was like everything was ok again. Patient reported they only got up once at night and the day of the report everything was ok. Patient inquired what happened. Patient reported they had not made any adjustments using the patient programmer yet. Patient stated the stimulation was feeling like it was too much the past weekend. Patient had access to the patient programmer and reported the trial controller was easier to use. Patient reported they were still sore from the surgery at the ins site, so they were able to find where the ins was located. They were able to sync with programmer and it showed stimulation was on. It was reviewed that it was unknown why the patient's symptoms changed so drastically back and forth. Patient programmer use was reviewed as well as options. It was reviewed that if the current program was not effective and they couldn't increase because it was uncomfortable, they should speak to their healthcare provider about a possible program change. Patient was on program 4 at 1.2 volts. Patient reported they had a follow-up appointment with their healthcare provider scheduled on wednesday following the report and they would bring their equipment with them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.